Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information receives notes the patient condition after the procedure was stable.

Event description:
It was reported when the patient presented in clinic for a device changeout, diagnostic imaging revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 17.5-17.6cm from the connector pin, consistent with lead friction to the ICD can. External insulation abrasion was noted at 10.3-10.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 38.4-38.7cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasions were noted at 7.7-9.1cm, 8.9-10.5cm, 10.3-10.5cm, and 15.6-16.0cm from the distal tip. The etfe coating was intact at these locations. (B)(4).